Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. The patient was using a ypsomed ypsopump insulin pump at the time of the event. According to the patient, on (B)(6) 2026, three sensors had failed during the warmup period. Around 2:00 pm, due to the malfunction the patient did not receive any insulin through the pump and their body completely "shut down" and his blood glucose was high. The patient stated, he couldn't find the bg meter (possible confusion) and went to go lie down in bed. The patient replaced the sensor and at some point, they experienced loss of consciousness. Around 8:00 pm the patient woke up due to the high cgm alarms and saw that his cgm value was above 22.0 mmol/l. The patient manually injected insulin via pump and went back to sleep. At 3:00 am his cgm value was below 2.2 mmol/l. The patient called paramedics for a consultation. At the time of his call his blood glucose value was around 5.0 mmol/l and the patient self-treated with sugar. The paramedics were consulted via phone only; they did not come to the patient¿s home, nor was the patient taken to the hospital. At the time of the report the patient was feeling better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.